Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, bruising of leg, elevated bp, swelling of legs, sciatica, lumbago, bloating, lower abdominal pain, numbness of upper extremities, carpal tunnel syndrome, fibroids and uterine leiomyoma. Concomitant products included baclofen, chromium picolinate, furosemide (lasix), ibuprofen, meloxicam, phentermine and potassium. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), rash papular ("rashes or skin condition, some red bump") and migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient was found to have weight increased ("weight gain"). In august 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced allergy to metals ("nickel allergy"). In 2018, the patient experienced vaginal infection ("infection, urinary tract, vaginal") and urinary tract infection ("infection, urinary tract"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain"), arthralgia ("side of hip pain"), cystitis ("bladder infection"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, back pain, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, rash papular, urinary tract infection, alopecia, migraine, weight increased, arthralgia, cystitis, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, cystitis, device dislocation, dyspareunia, menorrhagia, migraine, rash, rash papular, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Discrepancy in insertion dates (B)(6) 2015 , (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Lot number: b71765, manufacturing date: 2013-09, expiration date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: migration, bladder infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.